Event description:
Information was received indicating that the morning dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump may have been delivered "faster than normal." It was also reported that the pump exhibited no disposable alarms and made a "siren noise." No adverse patient effects were reported.